Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that it doesn¿t feel line the ins was remembering the position stim level when they tried to set it while using adaptive stim. The patient reported that they wait 5 minutes in each position. The patient stated that it's possible they just didn't wait in that position for long enough for the ins to remember. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the donut part of the recharger was replaced, and the programmer was reset. It was reported that the remote was working well. The patient reported having occasional recharging but have been able to ¿work around¿ it.